Event description:
On 19th october, 2023 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the the lower shell and a half-shell fixing tabs of the headlight were broken following an impact. The issue of cracked headlight covers with missing particles was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the lower shell and a half-shell fixing tabs of the headlight were broken following an impact. The issue of cracked headlight covers with missing particles was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defective parts s/e coque transparente - l100 (ard368612998), s/e capot inferieur avec arceau - l100 (ard368614998), l100 - kit chassis superieur avec frein (ard368640555) and l100-kit capot sup + support poignee (ard368616555) were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. The incident is due to a mechanical stress or an inappropriate use. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. To prevent any incident the lucea50-100 user manual mentions : ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).